Event description:
Per the clinic, the patient experienced prolonged dermatitis (specific date not reported). Subsequently, the patient underwent revision surgery on (B)(6) 2023 in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system.

Event description:
Per the clinic, the revision surgery on (B)(6) 2023 was performed under general anasthesia.